Event description:
The following has been reported: biomed reported: "the bottom right valve pin in the cassette loading area is stuck. " "ivenix lvp (sn:(B)(6)) with the bottom right valve pin seized. I attempted to clean and exercise the pin in hopes to free it but was unsuccessful. " injury/adverse reaction: no. Active infusion stopped: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed (av sticky valve). Complaint was confirmed, device was returned for sticky fva pins. Upon evaluation it was found the fva pins had severe drag. A cleaning was able to release the pins and enable a successful infusion. New lip seals are required. Additionally it was found the lever boot retaining plate was cracked and will also need to be replaced.